Event description:
During the procedure, it was reported the solitaire fr detached inside the patient.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation.(B)(4).